Event description:
As reported by the user facility through medwatch: overinfusion, insulin drip 1ml/hr. "After 1 hr when they went back to check, there was only 40mls left in the bag." Volume of solution 100ml, 100 units of insulin - 1 unit/ml. Pump set to infuse 100ml at 1ml/hr. No pt injury. No IV tubing retained. Flow test was checked in biomed, and it "tested fine". Clinicians requesting that pump be sent back to bbraun. MFR ref #9610825-2013-00197.